Event description:
The following was reported to hamilton medical ag: alarm '446026,431001,self test failed' happened when starting up the ventilator, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).